Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were within specifications. The alarm trace did not indicate any issues. The clotting time of the patient sample was short at 20 minutes and the centrifugation speed seemed too high at 4000 rpm. The investigation determined the event was due to a preanalytic issue at the customer site (short clotting time and high centrifugation speed). Preanalytics are within the customer's responsibility. A general reagent problem was not present because the qc before the event was within specifications.

Manufacturer narrative:
The serial number of the cobas e411 disk is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg stat (hcg stat) results from two patient samples tested on the cobas e 411 analyzer (disk system). The initial results were questioned as the patients were pregnant. Sample 1 the initial result of the undiluted patient sample was <1.00 miu/ml with a data flag. The first repeat result of the undiluted patient sample was >10000 miu/ml with a data flag. The second repeat result with the patient sample at 1:100 dilution was 21828 miu/ml with a data flag. Sample 2 the initial result was <1.00 miu/ml with a data flag. The repeat result was >10000 miu/ml with a data flag.